Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant attempt, the right atrial (ra) lead had placement difficulty and exhibited no capture even at high outputs. The lead was removed. No patient complications have been reported as a result of this event.